Event description:
The lead was returned.

Event description:
Boston scientific received information that during the implantation of this right ventricular (rv) lead, the helix would not extend out of the lead after several repositioning attempts. During the repositioning, it appeared that the lead perforated the heart wall at the apex as the echocardiogram showed pericardial fluid. This lead was extracted and a new lead of the same model was successfully implanted. A pericardial drain was placed, but the patient then stopped breathing and had no cardiac output. Cardiopulmonary resuscitation (CPR) was performed, but without success and the patient subsequently died. The cause of death was reported as electromechanical dissociation most likely due to a tamponade. The lead will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood/blood fluid was noted in the helix housing, in the terminal pin opening and on the lead body. Tissue was found entwined in the helix and on the lead body approximately 175-185 millimeters (mm) from the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional. In addition, the stylet was returned partially inserted into the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was taken of the lead tip and no anomalies were found. Laboratory testing was able to confirm that the body fluid inside the helix housing and the tissue on the helix itself blocked the helix mechanism from operating. This induced damage resulted in the clinical observations that the helix would not extend during the procedure. However, analysis was unable to confirm that this lead had perforated the heart wall.

Manufacturer narrative:
Once the lead has been returned and analysis completed, this report will be updated.